Event description:
It was reported that the patient with this recently implanted cardiac resynchronization therapy defibrillator (crt-d) contacted (B)(6) technical services (ts) indicating that they heard beeping tones after the implant procedure. Ts reviewed data from the device and did not find any abnormalities that could have triggered beeping tones, but it was observed that high left ventricular (lv) pacing threshold measurements and lv loss of capture on the presenting electrograms (egm) were present. Further investigation also found that the left ventricular auto threshold (lvat) was greater than the programmed amplitude or suspended. Ts recommended an in-office visit to verify lv lead location via x-ray imaging and to evaluate if there are other lv configurations with better pacing performance. At this time, no further information is available. No adverse patient effects were reported. The device remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).